Manufacturer narrative:
Patient information not provided due to finnish patient privacy regulations. A medtronic representative went to the site to test the equipment. The representative was unable to replicate the reported issue. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional.

Event description:
A site representative reported that, while in a cranial biopsy, an imprecision occurred following registration. The representative reported that the patient was in a prone position and a magnetic resonance imaging (mr) exam was used for the registration. The site elected to complete the procedure with a separate medtronic navigation system. The imprecision was reported to be greater than a few centimeters. There was a reported delay to the procedure of more than 1 hour due to this issue. There was no reported impact on patient outcome. No additional information was provided.

Manufacturer narrative:
Additional information: a medtronic representative reported that a video was provided showing the surgeon tracing on the patient's head, but did not show the navigation system screen. The tracing pattern was done on the face of the patient, though the patient was prone. It appears the surgeon traced along the forehead and top of the nose of the patient, going to the temples and up into the hair line. It was unable to determine if this was a good trace pattern or not without the system registration software archive.